Manufacturer narrative:
The initial MDR 2432235-2017-00223 was filed on march 28th, 2017. Additional information (06/27/2017): the siemens technical operations group reviewed the performance of two lots of quality control materials across immulite 2000 xpi unconjugated estriol kit lots 297 through 311. There was no significant change in performance of the two lots of quality control materials for levels 1 (average dose of 0.55 ng/ml) , 2 (average dose of 2.25 ng/ml) and 3 (average dose of 7.0 ng/ml) across the different kit lots of immulite 2000 xpi unconjugated estriol. All mean values were within +/- 1sd from the target mean. The allowable tolerance is +/- 2sd. Data review from a reference panel that contains 7 samples covering dose values from 0.38 ng/ml to 9.5 ng/ml across immulite 2000 xpi unconjugated estriol kit lots 297 through 311 did not indicate any significant changes in performance across the different kit lots. The available adjustment slopes for immulite 2000 xpi unconjugated estriol kit lots 296 through 311 were evaluated. Review of the data shows that kit lots 296 through 311 did not exceed an adjustment slope of 1.25. The instrument parameter for the upper limit of the adjustment slope is 1.8. A lower bias was observed on a few kit lots, however, this bias does not exceed the expectation of the assay. No product deficiency was noted. Immulite 2000 xpi unconjugated estriol lot 309 is performing as intended. The result code and conclusion code have been updated with this information. The cause of the low unconjugated estriol results with kit lot 309 is unknown. No further evaluation of the device is required.

Manufacturer narrative:
The cause of the low ue3 results with kit lot 309 is unkown. Siemens is investigating the issue.

Event description:
The customer observed a low median distribution of patient results for unconjugated estriol with reagent lot 309 on an immulite 2000 instrument. The initial results have been reported to physician(s) who questioned the results. Repeat testing was not performed on the samples to verify the results. It is unknown if any medical intervention was performed on the patients due to the low unconjugated estriol results. It is unknown if there was any delay in administering treatment or medical intervention to patients due to the low unconjugated estriol results.